Event description:
A report was received via social media that the patient had an infection which started in the spine. The patient was given intravenous (IV) antibiotics and underwent an explant procedure.